Manufacturer narrative:
The pump was received with operating currents within specification. No unexpected weak battery or failed battery test alarms were noted. However, the pump had a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube window, minor scratches on the lcd window, and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had a failed battery test alarm and weak battery alert. She declined to troubleshoot. Customer also reported that the device has a crack in the reservoir compartment going down each side. Blood glucose value at the time is unknown; current value was 81 mg/dl. Nothing further reported.